Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center image was flickering. The olympus field service engineer (fse) inspected the system and found an intermittent image, a severe noise / flicker, the endoscopic image was not visible (giving an e216 scope communication error), and found that the video connector receptor pin was bent. The issue was found during routine maintenance. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The video system center was under observation for two days. The device evaluation found: pins of the receptacle unit were corroded. The receptacle unit was replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.